Event description:
It was reported that on (B)(6) 2024, a navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. During procedure, there was difficulty inserting the delivery system into the patient, and there was difficulty advancing the delivery system through the patient. Upon entering the femoral artery, the proximal part of the valve capsule broke because of calcified femoral access. The delivery system was removed and replaced with another flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficulty inserting and advancing the delivery system through the patient was reported. Upon entering the femoral artery, the proximal part of the valve capsule broke because of calcified femoral access. The delivery system was removed and replaced with another flexnav delivery system. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined; however the calcified femoral access may have contributed to the reported advancement difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.